Manufacturer narrative:
Unable to prime during prime/ test and motor error alarm during the basic occlusion test due to moisture damage forces sensor resistor. Motor passed motor test and displacement test. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer stated they were prompted to rewind the insulin pump after the alarm occurred. Customer's blood glucose was 310 mg/dl. The customer reported wearing the insulin pump into an x-ray machine. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.